Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the unit failed to function properly during a procedure. It was further reported that the procedure was completed successfully and there were no reports of any adverse consequences.